Manufacturer narrative:
E1: patient city: (B)(6). Patient counrty: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced a tubing detached event on (B)(6) 2024. Tubing was detached from the connector. Infusion set was used for 1 hour. The site of location was the right abdomen. No further information was available.